Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was made. Due to the current condition of the patient, no plan of action has been made at this time. Records indciate this system remains in service. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in cardiac arrest and was brought to the hospital by a family member. Cardiopulmonary resuscitation, restoration of spontaneous circulation with airway control, articial breathing, cardiac massage, medication, and external defibrillation were administered which terminated the ventricular fibrillation (vf). On device interrogation, a code was displayed indicating the device delivered a shock into a shorted lead. The following morning, a code was displayed on the programmer indicating a charge time out had occurred. The patient had been seen approximately 6 months earlier for routine follow-up and no anomalies had been noted. Following the cardiac arrest, the patient was in a coma. Data was sent to boston scientific technical services (ts) for review. The device status was confirmed to be end of life (eol). The observed code was also confirmed, however based on battery status further information was unavailable.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed a shorted lead code was recorded on february 13, 2018. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This damage is consistent with energy shorting from a compromised defibrillation lead during shock delivery. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.